Event description:
It was reported the devices were used during a laparoscopic bowel resection. It was reported that neither the al326 nor the tcl75 would fire properly. The case was completed using another one of each. There was no consequence to the pt.